Event description:
Boston scientific received information that this right atrial (ra) lead dislodged and was confirmed by x-ray. The lead was repositioned and the cause was a loose suture sleeve. No additional adverse patient effects were reported.

Manufacturer narrative:
This right atrial (ra) lead remains in service as it was repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.